Event description:
Litigation papers allege: patient was implanted with a depuy asr hip on her left side on (B)(6) 2009. Patient has experienced significant discomfort, pain, stiffness and, upon information and belief, loosening of the hip, all of which results in difficult and painful mobility and ambulation. Patient will have to undergo revision surgery. Update: (B)(6) 2011 plaintiff's fact sheet received with part/lot information. This new information does not change the outcome of the investigation. Update (B)(6) 2012 - medical records were obtained. Medical records indicate corrosion and dor was reported.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.